Manufacturer narrative:
Further information was requested but was not available.

Event description:
Related manufacturer report number: 2017865-2020-05156 .it was reported that the system was explanted due to infection.

Manufacturer narrative:
Analysis was normal. The device was above the elective replacement indicator (eri )when received. No anomalies were found.